Event description:
It was reported that the bd safetyglide¿ needle was blocked while trying to draw up the vaccine. The following information was provided by the initial reporter: "the nurses state when they add to syringe, turn to tighten, and then try to draw up anything , it¿s a hard stop, does not draw up any medication/vaccine , they have to remove, try another needle another until they get one they can draw up the medication. No patients experienced any adverse events".

Manufacturer narrative:
Investigation summary: two samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number 2014639. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.